Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (.b)(4) note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with results obtained of 216mg/dl. The expected fasting blood glucose test result range is 100-120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 02/24/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly): result 1 :150mg/dl date: (B)(6) 2018 time:08:34am fasting. Result 2 :148mg/dl date: (B)(6) 2018 time:08:24am fasting. Result 3 :156mg/dl date: (B)(6) 2018 time:10:00am fasting. Result 4 :165mg/dl date: (B)(6) 2018 time:10:08am fasting. Result 5 :216mg/dl date: (B)(6) 2018 time:08:24am fasting. Customer called to complain about higher readings on his meter. Customer is claiming that the meter is reading 40 points higher than what his actual range is. When going through the memory the reading that stood out to them the most was the reading of 216mg/dl fasting and they were concerned about it. Customer unable to test because he was not present.